Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 for gastrointestinal bleeding. Upon admission, the patient¿s hemoglobin level was 6.0 g/dl and the patient was transfused with 5 units of packed red blood cells. A colonoscopy was performed and an arteriovenous malformation was located and clipped. Aspirin was discontinued and an inr goal of 2.0-3.0 was targeted. The patient received octreotide every 12 hours. The patient was discharged on (B)(6) 2016 with a hemoglobin level of 9.0 g/dl and was reportedly doing well.